Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed that the tubing was broken in two places. The reported condition was verified. The cause of the reported condition was determined to be a human manual assembly issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a radiation sterilized extension sets broke in two places after regular manipulation. This occurred during setup. There was no patient involvement. No additional information is available.